Manufacturer narrative:
There was no malfunction report of the subject device. Since the serial number of this device is unknown and olympus medical systems corp. (Omsc) could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On june 20, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿use of the conventional side-viewing duodenoscope for successful endoscopic retrograde cholangiopancreatography in post-gastrectomy patients¿. The literature reported that 220 procedures of endoscopic retrograde cholangiopancreatography were conducted using olympus duodenoscope (jf-260v or tjf-260v) between january 2009 and september 2014. In the subject procedures, 12 cases of complications reportedly occurred as follows; immediate bleeding : 2 cases. Pancreatitis : 9 cases. Perforation : 1 case. The literature concluded that the side-viewing duodenoscope is a useful instrument for performing successful endoscopic retrograde cholangiopancreatography in patients post-gastrectomy. Omsc is submitting medical device reports according to the number of complications. This is 3 of 12 reports.